Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Hemodialysis nurse reported a dialyzer blood leak during the patient's treatment. Patient information is unknown. It unknown if it was an internal or external blood leak. It is unknown if the dialysis machine alarmed when the blood leak was observed. Blood loss volume is unknown. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. The production record review showed there was one approved temporary deviation notice in the production of this lot. The identified deviation notice is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
"."